Event description:
The customer reported that the ventilator alarmed due to a vent inop while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician replaced the blower motor controller pcb board to address the finding. Performance verification testing was completed and passed to operating specifications.